Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, at the second firing, the reload was connected to the handle, here was no problem when checking the opening and closing. But when firing, the handle could not be squeezed. When the reload was visually confirmed, the staple was already out. The procedure was completed with another device. There was no patient injury.